Event description:
It was reported that a patient lost 87 lbs. And kept on having pain at the sciatic nerve and at the implantable neurostimulator (ins) site. This started gradually but kept on getting worse. The patient told her doctor about it, and the doctor didn't think it was because of the device. However, a manufacturer representative checked the device and confirmed that the wires were disconnected and causing issues, so the patient decided to have the device removed. The pain started a few months before the removal. She didn't know if the complete system was removed or not. She didn't remember when the device was removed, but it was over a year ago and she thought it was in 2013. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v360228, implanted: (B)(6) 2009, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the on the day of the procedure (B)(6) 2013, the ins was ¿hurting¿ the patient and was ¿not functioning.¿ there was ¿some difficulty¿ while removing the lead since it had been there for four years. The whole lead was removed, confirmed by x-rays and fluoroscopy. The patient had not recovered as of (B)(6) 2015, and the issue was ongoing as patient had continued pain in lower extremities.